Manufacturer narrative:
(B)(4). Initial reporter¿s last name is not provided / unknown. Device not returned to manufacturer yet.

Event description:
Customer reports a broken abutment screw (iunihg).

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.